Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) was experiencing issues with the pump, which had unraveled and twisted in the scrotum, causing it to lock and preventing normal use. A revision procedure was performed, during which a crossover on the right distal side and left distal erosion were observed. The right cylinder was replaced due to a tear identified during removal. There were no further patient complications reported.

Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms of erosion and perforation are a known risk associated with implant of these devices as indicated in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.